Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, episodes of noise were observed on the right ventricular lead and the non-abbott atrial lead. The device interpreted the noise as ventricular fibrillation, however, no therapy was delivered. No intervention was performed to resolve the event and the patient was stable. Further information was requested but was not received.